Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the integrated electrosurgical generator unit (iesu) due to multiple log errors and monopolar energy was not firing during the test drive. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found to have an error m-02-3/2-71. The unit was placed on an in-house system and run in normal mode. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the monopolar cautery did not energize when the surgeon activated it. The call was made after the procedure, no troubleshooting was performed. Description of symptoms indicated a possible bad or high usage instrument cord. The procedure was completed as planned with no reported injury. The customer called back and stated that the issue persisted and the integrated electrosurgical generator unit (iesu) had errors m-02, c-84 and c-00 in the logs.